Event description:
The pt underwent surgery with ao locking plate. After surgery, the surgeon found through x-ray that the locking plate broke. In 2008, revision surgery was performed using t2 scn. However, four months later, the surgeon found through the x-ray that the t2 scn broke. The nail was broken in the forth screw hole from distal. Eight days later, the surgeon performed the revision surgery using the ao dfn, the bone graft and bone apatite.

Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.